Event description:
The pt then underwent removal of the positioner. The device was reprogrammed on january 2001. In may 2002, the pt received a "left transcranial sacculotomy" to help alleviate the dizziness. The center has continued to monitor the pt for reported recurring dizziness.